Event description:
Information received with return of the device does not address the patient's clinical status but notes that after connecting the generator to the leads, there was no pacing. Telemetry showed ventricular lead impedance of 2500 ohms. After disconnecting and reconnecting the lead, pacing was seen, but while monitoring, the ECG showed intermittent pacing. When the device was programmed to unipolar, impe- dance was >2500 ohms. The device was therefore replaced.